Event description:
It was reported that the patient expired on (B)(6) 2022. Due to hospital policy, no further information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. No alarms, clinical symptoms, or device related issues were reported in association with the event. (B)(4) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.